Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl acetabular system - right; reason(s) for revision: infection (tested and positive culture confirmed).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision, asr xl acetabular system - right, reason(s) for revision: infection (tested and positive culture confirmed). Update 17 april 2015: updating details for stem and sleeve, lot numbers not available. (Pd 17 april 2015). Update 22 april 2015: updating lot number, manufacture date and expiry for cup, querying hospital name and surgeon name, (pd 22 april 2015).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl acetabular system - right, reason(s) for revision: infection (tested and positive culture confirmed). Update 17 april 2015: updating details for stem and sleeve, lot numbers not available. (Pd 17 april 2015)